Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.